Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual sample consisted of the used device and the opened foil package. Visual inspection of the used, blood (soaked) contaminated device showed that one strap had partially broken off and the other strap was still completely attached to the device body. Both suture loops presented blood contamination but intact appearance. No further defects could be observed at the actual device.the cause of the partially broken off strap could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the strap broke on the mesh as the doctor was attempting to implant the mesh. A second like mesh product of the same product code was used to complete the procedure with no consequence to the patient. No additional information has been provided.